Event description:
The venous side of the tesio catheter popped off during the dialysis treatment, blood loss approximately 200cc. Blood glucose 50mg/dl at time of incident. Apple juice given. Blood glucose increased to 120/dl after 5 minutes. Pt transported to hosp. Pt is now okay.